Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the patient experienced a skin burn under the transmitter. Patient's certified diabetes educator (cde) reported that they recommended applying tegaderm tape on the skin before applying the sensor. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.